Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028 there was not enough information to determine the mlurc adverse event report is being submitted due to symptoms related to diabetes fatigue. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Customer reported feeling tired due to his diabetes; customer was using the replacement product at the time. Medical attention was not needed at the time of the call. Customer stated the replacement products were working as designed and did not report a complaint associated with the replacement product.

Manufacturer narrative:
Sections with additional information as of 6-jan-2021: h6: updated FDA's method, result, and conclusion codes h10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Updated most likely underlying root cause from mlc-028: there was not enough information to determine the mlurc to mlc-018: user has high glucose value.